Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Patient's generator was explanted and returned to manufacturer for analysis. Replacement of generator was prophylactic. Analysis was completed on the generator and positive and negative (feed-thru) capacitors were found to exhibit out of specification voltages. Negative feed-thru capacitor is electrically "open." Other than this single capacitor issue, the device did not exhibit abnormal behavior or deviate from specification requirements. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The open capacitor could lead to an erratic stimulation or failure to program due to emi as the capacitor is present for emi protection.